Manufacturer narrative:
Concomitant medical products: 6947, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead and there was far field r-wave (ffrw) oversensing on the atrial lead. Both leads (rv lead and atrial lead) were explanted and replaced. No patient complications have been reported as a result of this event.